Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that the adapter barb damages the catheter where it meets catheter and causes a tear, leak, and contamination. The patient required antibiotics to prevent infection.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 314998(julian lot number 020439). Lot 314998 was released on 07/26/10 with an order quantity of (B)(4) cases. The adapter part number 12588, lot number a36050 was utilized in the packaging lot. The DHR review indicated that there was no quality issues associated with this defect mode.the complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.